Event description:
It was reported that a physician attempted arteriotomy closure of a left common femoral artery (lcfa) via antegrade puncture using a starclose se device after a superficial right femoral angioplasty with catheter crossing bifurcation of aorta. Reportedly, connecting the sheath hub to the clip applier, there was a click, but the physician did not check to make sure the connection was secure. As he performed the next step, he realized that the device was not connected. The safety release was used and the device was removed successfully from the patient's groin. Hemostasis was achieved by manual arterial compression. There were no adverse patient effects. When the device was removed, it was observed that the vessel locator wings were closed. The lcfa did not have significant calcification. The physician is trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the returned condition substantiated the reported disengaged sheath hub. Inspection of the returned device revealed a witness mark on the end cap of the hub, consistent with the cutter striking the end cap of the hub and disengaging the hub from the device when depressing the plunger to initiate the thumb advancer deployment. Subsequently, the sheath would not split as observed and the displaced exchange sheath system would create resistance to the thumb advancer deployment. However, it was detected that the safety release mechanism was utilized as instructed in the instructions for use (IFU) which states: manually collapse the locator wings to remove the device. Possible contributing factors for the cutter to strike the end cap of the hub and disengage the exchange sheath system from the device include, but are not limited to manufacturing, challenging anatomical conditions, and deployment technique. Every cutter is inspected for proper assembly during manufacturing. During testing, the device was cleaned, reassembled, and redeployed successfully as intended. The exchange sheath was securely installed onto the device and remained fully engaged with the device throughout the thumb advancer stroke and sheath slit. There were no challenging anatomical conditions reported, which may have affected the device performance. Analysis of the returned device suggested that the exchange sheath system was not securely installed onto the device as instructed in the IFU. Based on the reported information, manufacturing inspection criteria, and analysis of the returned device, the probable cause for disengaged exchange sheath system while depressing the plunger to initiate thumb advancer deployment is incorrect sheath hub-to-device installation technique. No manufacturing or quality issue was detected. Review of the finished device history records did not reveal any nonconforming material records associated with this lot. A query of the complaint handling database for this lot revealed no similar incidents. There does not appear to be any indication of a lot product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.